Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the pyxis was down, no orders not crossing over between stations and the server and vice versa. A technical support specialist (tss) connected to the affected med es device via rss, opened the command shell panel, and executed the command powershell -command "restart-service bddatasyncdeviceservice". These steps were repeated for each affected device the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices were not communicating. The customer reported that the pyxis system was down and that no medication orders were crossing over between the stations and the server, nor from the server back to the stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.